Event description:
The customer reported that no 12 lead ECG signal was captured for the pt. This could cause a delay in pt treatment (defibrillation). It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that number 12 lead ECG signal was captured for the pt. It was confirmed that there was no pt incident/injury. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.